Event description:
Consumer alleges that the front left caster will not touch the ground. Consumer alleges that a service center tech has been out to work on this issue however was not resolved. The end user called in to report the incident and was referred to a different local service center. Please note any further information received will be provided in a follow up report.